Manufacturer narrative:
Remote support from the customer care solution center was received, during which a quote was provided for the replacement of the capacitor. The philips remote service engineer ordered the capacitor. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the capacitor. The reported problem was confirmed. The rse ordered the capacitor to resolve the issue. H3 other text : remote support from the customer care solution center was received

Event description:
It was reported the device failed the functional test with a charge/shock failure. There was no patient involvement.